Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, a nurse called in during surgery to report that the vessel sealer instrument did not function as suspected. It did not clamp at all. Before calling in to intuitive technical support engineer (tse) site tried a different instrument but that did not solve the issue. Surgeon decided to convert to open because of this. Tse checked the logs and found an single 22020 on universal surgical manipulator (usm) 3 indicating that the instrument did not engage correctly. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed service. The fse visited the site, but no issues were found on the universal surgical manipulators (usm). Fse inspected the suspected instruments also and there were no clear damages. Error logs did show a single 22020 error on usm 3, indicating that an instrument did not engage correctly with the arm. The fse recommended that the clinical sales representative (csr) monitor a few cases with the customer to ensure the system setup is being done correctly, and also recommended that failed instruments be sent for investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that there was no injury to the patient, but there was a suboptimal cross stapling as a laparoscopic stapler had to be used. The procedure was not converted, they just switched to a lap stapler to continue. Troubleshooting with support was attempted but the operative could not diagnose any issue, the customer sales representative (csr) was present in theatre at the time and could not rectify the issue, different arms, consoles, patient carts, staplers (new batches / lots) and reloads (new batches / lots) were all tried.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained regarding the reported event. The original event on 08-march-2024 was converted to laparoscopic surgery, not open surgery as was previously noted. In addition, this event was related to a clamping issue with a sureform stapler and not a vessel sealer extend instrument as was previously noted.

Event description:
Refer to h10/h11 for follow-up information.